Event description:
During a surgical procedure, thread around the edge of a lap sponge began to unravel. Fibers came off the sponge into the wound and were retrieved. No consequences or impact to the pt have been reported.